Event description:
Customer reported: the expiratory limb of circuit, rt4851-12, overheated after 32nd day of use.  The burn followed the path of the heater wire. <br /> sales rep, (B)(6) has one sample. Additional information received on (B)(6) 2013:one incident of the melted circuit, on a f and p heater mr850, the melted condition was noticed by the mother and alerted the clinicians. Circuit was replaced, no patient harm reported.

Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch will be submitted.